Manufacturer narrative:
Unit passed full functional test including the displacement test, rewind, seating, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. Insulin flow blocked alarm function properly during basic occlusion and occlusion test. Unit received with missing retainer ring, missing reservoir tube o-ring and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of that the pump needs to be returned and replaced. Customer's blood glucose was unknown at the time of incident. No further details given.